Event description:
It was reported that the customer experienced high blood glucose. Customer received a no delivery alarm and two hours later blood glucose value was at 583 mg/dl. It was stated that the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.